Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating that a few minutes following insertion of a smiths medical portex® sacett¿ suction endotracheal tube a cuff leak was noted. Subsequently, ventilation problem occurred and a tracheostomy (trach) tube change out was required. There were no further adverse effects.